Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing and shock impedance measurements, however, they remained in range. In addition, an increase in the pacing thresholds was noticed. The increase appeared to be gradual, but it was not conclusive. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This rv lead remains in service. It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.